Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having short of breath, cough and lungs cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having short of breath, cough and lungs cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. A external visual inspection was performed by the manufacturer. The manufacturer found no signs of contamination on the outside of the device. A internal visual inspection was performed by the manufacturer. The manufacturer found extreme contamination in blower box, in airpath, in dry box, in water reservoir. The device's downloaded event log was reviewed by the manufacturer and found error code e-4. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of extreme contamination throughout the humidifier, contamination on the bottom panel, in the reservoir, in the dry box, underneath the heater plate, yellow liquid behind the front plate and bottom of the heater plate. The reservoir seal also had an orange discoloration to it. There was a tobacco smell to the humidifier as well. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed extreme contamination throughout the blower box, in the inlet port airpath, on the blower motor and inlet filter port.